Event description:
The pt reported that spasms have increased and the hcp has increased the dose, but this has not helped. Pt states the dose has now been decreased. The pt also reported that the pump and catheter were "x-rayed" and everything seemed to be ok. A follow-up report will be sent if additional info becomes available.